Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that act ions/interventions taken to resolve the shocking sensation and pain even with the therapy off was that the device was only turned on for voiding. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient returned on (B)(6) 2018 to discuss device removal. The patient¿s shooting pain down the back of their right leg continued unchanged, and was noticeably worse when the device was on. The patient had tolerated turning the device on to help with their voiding and felt they were emptying their bladder with voiding. It was noted that prior to the patient¿s recent therapy problem, the therapy had worked well for their urinary retention. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the device diagnosis was a possible device malfunction. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va1havd, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that there were no signs of infection as of (B)(6) 2019. The event was ongoing as of (B)(6) 2019.

Manufacturer narrative:
Product ID: 3889-28, lot# va1havd, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the impedances being >4000 was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4) lot# va1havd implanted: (B)(6) 2017 product type : lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the entire system was explanted and not replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues in a clinical study. It was reported that the patient was bent over the bath tub with their right leg up against the tub and the next morning, they awoke with right-sided back and leg pain that progressed to their lower back and shooting type pain with radiation down their posterior right leg. It was noted that initially after turning off the device, the pain abated; however, the patient developed recurrent pain and some tenderness over the implantable pulse generator (ipg) site. When turned back on, the patient had significant back and right leg pain. It was noted that the patient had a shocking sensation down their lower back and right leg even with the therapy off and worse with it on. The patient visited an emergency room and an x-ray showed no fracture or dislocation and interventions taken included the patient only turning on the device just to urinate. It was noted that the event was possibly related to the device or therapy, and not related to the implant procedure. The event was ongoing at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# (B)(6) implanted: (B)(6) 2017. Product type lead h6: device codes: c63124 pertain to product ID 3889-28 lot# (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had an ER visit on (B)(6) 2019 due to pain over the implant site, and the patient was seen in urology on (B)(6) 2019 for right-sided lower back pain on the device. An x-ray was obtained to confirm the correct position of the device; findings found the right-sided device lead and tip was projected at the right s3 level. It was noted that the patient was on program 3 with 0 amplitude and longevity was noted to be 71 to 106 months. The impedance was 1099-2063 in all leads except two, of which in leads 1 and 2 were >4000. A bedside soft tissue ultrasound was performed, and there was no evidence of cellulitus nor significant fluid collections. The therapy was suspended and the device was turned off on 2019-jul-05 due to the pain, and turned back on to program 2 with amplitude 1.0 on 2019-jul-08. It was noted the patient could sense this setting slightly on their bladder. No further complications were reported/anticipated.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that on during an unscheduled clinic visit. They reported that the therapy was suspended and removal of device is scheduled for (B)(6) 2020. No further complications noted or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 3889-28, lot#: va1havd, implanted: (B)(6) 2017, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called in on (B)(6) 2020 and still complained of pain. An appointment was scheduled for (B)(6) 2020. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Event problem or evaluation codes: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that a manufacturer representative changed the program on 2019-mar-14 and if it was not better in 3 months, the patient was to return. The outcome was noted to have been ongoing as of 2019-mar-15. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical product: product ID 3889-28, lot# va1havd, implanted: (B)(6) 2017, product type lead. Device code: c63047 pertains to product ID 3889-28, lot# va1havd, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that imaging from (B)(6) 2018 revealed the lead showed no kinking or discontinuity. The device was interrogated on (B)(6) 2018, and on program 2 with positive lead 3 and negative lead 1 at amplitude of 1.1, the impedance range was within normal limits other than 0<(>&<)>3 combined that showed less than 50; other impedance checks involving 0<(>&<)>3 were within normal limits. Imaging we performed on (B)(6) 2019 and showed the leads were in place extending through the right sacral foramina and terminating in the right pelvis, and they appeared in position. Actions/interventions taken included reprogramming the neurostimulator on (B)(6) 2018 to program 1 with an amplitude of 0, but the patient could not tolerate the program; the neurostimulator was then changed to program 2 with an amplitude of 0.5. It was noted that the patient could feel the device working but did not have pain. No further complications were reported/anticipated.